Event description:
It was reported that the non-preloaded intraocular lens (iol) presented a haptic damaged upon lens implantation in the patient's right eye. Pre-operative visual acuity was 30 cm. The instructions for use were followed. Account indicated that the lens was partially inserted in the patient's eye. The incision was enlarged, and the patient underwent a vitrectomy. The patient has fully recovered. Through follow-up, we learned that the cartridge tip was not damaged and there was no resistance when handling the cartridge. No additional surgical intervention is planned. No further information was provided. A separate report (MFR report 3012236936-2025-0000239) will be submitted for the cartridge mentioned above.

Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlargement attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.